Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative (rep) regarding a patient receiving unknown baclofen 2000 mcg/ml for a total dose of 587.9mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported an alarm was occurring. It was noted there was no device available. It was noted that the alarm was heard/telemetry not yet performed. The hcp described the critical sound. The hcp reported the patient was experiencing spasticity, tachycardia, and hypertension. It was noted as a gradual change in therapy/symptoms. The event date was (B)(6) 2018. Further information received indicated a motor stall occurred. The rep stated they were paged by the emergency room (ER) stating that the patient was experiencing pump failure. They explained that the pump was alarming and the patient was showing early signs of withdrawal including muscle twitching. It was noted they were substituting with oral baclofen to counteract. Upon interrogation a motor stall with no recovery was confirmed via logs at 9:15pm on (B)(6) 2018 motor stall without recovery was confirmed via interrogation. The patient stated they had no magnetic resonance imaging (MRI) or any specific event to cause the motor stall. The patient's hcp was scheduled to consult them in the morning and schedule neurosurgery consult/ surgical consult for pump replacement to be scheduled. There was no known factors that may have led or contributed to the event. It was noted that the issue was not resolved at time of event. It was noted that surgical intervention did not occur, but was planned and had not yet been scheduled. The patient's weight was unknown and will not be made available. The patient's medical history was asked and will not be made available. The patient's status at time of event was alive-with injury (signs of withdrawal and muscle twitching). The patient was under medical supervision and was substituting with oral baclofen. No further complications were reported.